Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after completing the preloaded intraocular lens implantation, some damage was observed on the central optic area. Healthcare professionals followed the loading guidelines, and there were no other interventions or issues related to personnel, delivery, or storage. A lens replacement was performed with the same model and diopter during the same surgery. No other information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 25, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the complaint handpiece was received with the plunger rod fully retracted. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were observed with the cartridge, cartridge tip, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned revealing a triangle-shaped mark on one lens half. The product was further evaluated by an engineering subject matter expert and the cartridge tip showed in specification stretching that indicated lens delivery. No atypical screw to nut interference was noted. The pushrod tip, barrel interface for the lens module, and upper rail of the lens module did not appear to be damaged; no indication of push-rod off center condition prior to lens advancement was observed. A material (potentially hydration media) was found on the outer perimeter of the cartridge opening. Void was observed in the nose of the cartridge during dye testing. Void observed in the nose of the cartridge may be associated with the issue observed; further clarification regarding if the lens was held at this location within the cartridge for any duration of time during lens delivery would be needed. Without further information, the root cause could not be determined. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.